Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an interrogation of the leadless implantable pulse generator (ipg), the device exhibited high thresholds and a failure to capture at maximum output. The device remains in use. No patient complications have been reported as a result of this event.